Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
A product development evaluation was conducted. The vectra one plate was received with some scratches on the surface. The screw that remains in the plate was probably the cranial screw that backed out of the vertebral body. The threads on the screws appear to be intact with only some minor nicks. There is a possibility that the patient bone quality, plate lordosis, unanticipated loading scenario or traumatic event caused the screws to lose purchase. It cannot be determined what the exact cause of the backout was. The most likely scenario involved a combination of the factors mentioned above.

Event description:
Patient implanted with vectra I at c3-c4 and c4-c5 on (B)(6) 2012. On an unknown date, the patient returned to the surgeon, and the surgeon determined that one of the cranial screws had begun to pull out and the vectra plate had migrated. Patient was returned to or on (B)(6) 2012 and was revised to acdf (anterior cervical discectomy and fusion) at c3-c4, c4-c5, and to adjacent level c5-c6. A cancellous bone spacer and a cslp (cervical spine locking plate) was added at c5-c6, as well as post-lateral mas screws, and c3-c6 posterior fixation. This is 4 of 4 reports for this event.

Manufacturer narrative:
This device used for treatment and not diagnosis. Screw is in a used condition, there are marks and scratches all over. All relevant measurable product features meet specification. No evidence of manufacturing related non-conformities.

Event description:
This is 4 of 4 reports for complaint (B)(4).